Manufacturer narrative:
Pharmacovigilance comment: the serious, expected events of ischeamia and necrosis at the implant site were considered possibly related to the treatment procedure. Serious criteria included the need for multiple medical interventions to prevent permanent damage. The non-serious, expected events of acne, pruritus, inflammation, ulcer, discolouration, erythema and pain at the implant site, and the non-serious, unexpected events of livedo reticularis and scab were considered possibly related to the treatment. Potential contributory factors to the events include injection technique. This case meets the criteria of seriousness and causality for expedited reporting to the regulatory authorities. Manufacturer comment: lot number was not reported. Trending on lot number or batch record review could not be performed. CAPA comment: no corrective or preventive action will be initiated. The events of acne, pruritus, inflammation, ischeamia, ulcer, discolouration, erythema, necrosis and pain at the implant site were expected. The events of livedo reticularis and scab were unexpected and possibly related to the treatment. It is stated in the warning section in the instructions for use for the restylane range of products that the product should not be injected intravascularly. As for other injectable medical devices inadvertent injection into blood vessels could potentially lead to vascular occlusion, ischemia and necrosis. Exemption: galderma laboratories l.p. Is submitting this report on behalf of q-med ab. Exemption number e2015005

Event description:
(B)(4) is a spontaneous report sent on 14-dec-2017 by a physician which refers to a female patient (B)(6). This narrative also contains follow-up information received on 16-dec-2017 and 21-dec-2017. No information was provided about medical history, concurrent diseases, concomitant medication, history of allergies or previous filler treatments. On (B)(6) 2017, the patient received treatment with restylane to nasolabial folds, pre jaws areas, temples and tear trough areas using a needle (unknown lot number, volume and injection technique). The reporting physician was not the treating physician. Five days later on (B)(6) 2017, the patient called the reporting physician and complained about a pimple(acne) at the injection site on the left nasolabial fold. The same day the patient also experienced moderate, rash(implant site pruritus) and inflammation(implant site inflammation) next to the nose on the left side. When the patient visited the reporting physician, she presented signs of vascular compromise(implant site ischaemia) at the left nasolabial fold. There was also a 3 mm ulcer(implant site ulcer) in the mid part of the left nasolabial fold, livedo reticularis(livedo reticularis) over the left malar area and on the left dorsum of the nose, and vialeceous plaque(implant site discolouration) over the left nasal groove. The lesions were painless. There was a red area(implant site erythema) and necrotic area/superficial slough(implant site necrosis) at the nasolabial fold. On (B)(6) 2017, the patient received corrective treatment with 1100 units of hyaluronidase [hyaluronidase], which was injected along the facial artery in the nasolabial fold, the angular artery, the artery dorsum of the nose and in the malar area. The patient was also advised to put warm compresses and take an aspirin [acetylsalicylic acid] tablet once daily. The patient also received nitroglycerin patch [glyceryl trinitrate] for 10 min, three times a day over the red/necrotic area which she used until (B)(6) 2017 (blood pressure was taken and possible side effect like headache were explained to the patient). The patient was followed-up with photos every 12 hours and the photos showed some improvement of the case. On (B)(6) 2017, the reporting physician saw the patient and clinically there was improvement. The ulcer had started to heal and the livedo reticularis was subsiding. It was reported that the patient was scheduled to travel abroad that day. Additionally, the patient received corrective treatments with augmentin [amoxicillin][clavulanic acid] twice daily for an unknown time. On (B)(6) 2017, the patient started using cicastim arnica soothing cream [arnica montana] and also received 750 units of hyaluronidase. The 1500 u vial of hyaluronidase was reconstituted with 1 ml of normal saline. The volume 0.05 ml was withdrawn and saline was added to reach a volume of 0.5 ml. The first set of injections was performed deep on bone at the level of the infraorbital artery and vein. The same was performed deep along nasolabial fold and lateral on the nose along the angular artery. Upon physical examination on (B)(6) 2017, the patient had a grayish crust(scab) on her face which was probably due to the nitro paste. There was no mottling or dusky discoloration, the superficial slough at the level of the superior nasolabial fold seemed better than in the pictures that were provided. There was only mild tenderness to touch(implant site pain) at the area. At the time of the last report, the ongoing treatments for the adverse events were use of warm compresses, daily tablet of aspirin and application of cicastim arnica soothing cream. Outcomes at the time of the report: rash was recovered/resolved. Inflammation was recovered/resolved. Pimple was recovering/resolving. Vascular compromise was recovering/resolving. Ulcer was recovering/resolving. Livedo reticularis was recovering/resolving. Vialeceous plaque was recovered/resolved. Red area was recovering/resolving. Necrotic area/superficial slough was recovering/resolving. Grayish crust was not recovered/not resolved. Mild tenderness to touch was not recovered/not resolved.

Manufacturer narrative:
Pharmacovigilance comment: the serious, expected events of ischaemia and necrosis at the implant site were considered possibly related to the treatment procedure. Serious criteria included the need for multiple medical interventions to prevent permanent damage. The non-serious, expected events of acne, pruritus, inflammation, ulcer, discolouration, erythema, pain and telangiectasia at the implant site, and the non-serious, unexpected events of livedo reticularis and scab were considered possibly related to the treatment. Potential contributory factors to the events include injection technique. This case meets the criteria of seriousness and causality for expedited reporting to the regulatory authorities. Manufacturer comment: lot number was not reported. Trending on lot number or batch record review could not be performed. CAPA comment: no corrective or preventive action will be initiated. The events of acne, pruritus, inflammation, ischaemia, ulcer, discolouration, erythema, necrosis, pain and telangiectasia at the implant site were expected. The events of livedo reticularis and scab were unexpected and possibly related to the treatment. It is stated in the warning section in the instructions for use for the restylane range of products that the product should not be injected intravascularly. As for other injectable medical devices inadvertent injection into blood vessels could potentially lead to vascular occlusion, ischemia and necrosis. Exemption: (B)(4). Exemption number e2015005.

Event description:
(B)(4) is a spontaneous report sent on (B)(6) 2017 by a physician which refers to a female patient (B)(6). This narrative also contains follow-up information received on (B)(6) 2017 and 21-dec-2017. No information was provided about medical history, concurrent diseases, concomitant medication, history of allergies or previous filler treatments. On (B)(6) 2017, the patient received treatment with restylane to nasolabial folds, pre jaws areas, temples and tear trough areas using a needle (unknown lot number, volume and injection technique). The reporting physician was not the treating physician. Five days later on (B)(6) 2017, the patient called the reporting physician and complained about a pimple(acne) at the injection site on the left nasolabial fold. The same day the patient also experienced moderate, rash(implant site pruritus) and inflammation(implant site inflammation) next to the nose on the left side. When the patient visited the reporting physician, she presented signs of vascular compromise(implant site ischaemia) at the left nasolabial fold. There was also a 3mm ulcer(implant site ulcer) in the mid part of the left nasolabial fold, livedo reticularis(livedo reticularis) over the left malar area and on the left dorsum of the nose, and vialeceous plaque(implant site discolouration) over the left nasal groove. The lesions were painless. There was a red area(implant site erythema) and necrotic area/superficial slough(implant site necrosis) at the nasolabial fold. On (B)(6) 2017, the patient received corrective treatment with 1100 units of hyaluronidase [hyaluronidase], which was injected along the facial artery in the nasolabial fold, the angular artery, the artery dorsum of the nose and in the malar area. The patient was also advised to put warm compresses and take an aspirin [acetylsalicylic acid] tablet once daily. The patient also received nitroglycerin patch [glyceryl trinitrate] for 10min, three times a day over the red/necrotic area which she used until (B)(6) 2017 (blood pressure was taken and possible side effect like headache were explained to the patient). The patient was followed-up with photos every 12 hours and the photos showed some improvement of the case. On (B)(6) 2017, the reporting physician saw the patient and clinically there was improvement. The ulcer had started to heal and the livedo reticularis was subsiding. It was reported that the patient was scheduled to travel abroad that day. Additionally, the patient received corrective treatments with augmentin [amoxicillin][clavulanic acid] twice daily for an unknown time. On (B)(6) 2017, the patient started using cicastim arnica soothing cream [arnica montana] and also received 750 units of hyaluronidase. The 1500u vial of hyaluronidase was reconstituted with 1ml of normal saline. The volume 0.05ml was withdrawn and saline was added to reach a volume of 0.5ml. The first set of injections was performed deep on bone at the level of the infraorbital artery and vein. The same was performed deep along nasolabial fold and lateral on the nose along the angular artery. Upon physical examination on (B)(6) 2017, the patient had a grayish crust(scab) on her face which was probably due to the nitro paste. There was no mottling or dusky discoloration, the superficial slough at the level of the superior nasolabial fold seemed better than in the pictures that were provided. There was only mild tenderness to touch(implant site pain) at the area. On 21-dec-2017, it was reported that the ongoing treatments for the adverse events were use of warm compresses, daily tablet of aspirin and application of cicastim arnica soothing cream. On 16-jan-2018, follow-up information was received. The patient was doing better. The patient met the reporting physician the week before the follow-up report was sent. The physician concluded that there were not any more risks from the initial injection. The patient had small vascular veins (injection site telangiectasia) possibly from the injection, which can be removed by laser treatment according to the physicians involved in this case. The reporting physician suggested to wait three months before she dissolve the fillers on the other side of the patient's face as she was currently asymmetrical. On (B)(6) 2018, the patient was examined by a physician in (B)(6). The physician confirmed by written email that there was no show of any residual telangiectasia reminiscent of the patient's vascular occlusion. The tiny capillaries she has are the same anyone would have around the nose. That was discussed with the patient and the reporting/treating physician and they were very cooperative and understanding when it was explained to her that there was no need to treat the vessels. At the time of the report, all adverse events were recovered/resolved. Tracking list: version 1. Fu received on 16-jan-2018: updated outcome and added event of small vascular veins. The latest photos of the patient were also received. Version 2. Fu received on (B)(6) 2018: the small vascular veins (implant site telangiectasia) had recovered.

Event description:
Case (B)(4) is a spontaneous report sent on (B)(6) 2017 by a physician which refers to a female patient (B)(6). This narrative also contains follow-up information received on (B)(6) 2017 and 21-dec-2017. No information was provided about medical history, concurrent diseases, concomitant medication, history of allergies or previous filler treatments. On (B)(6) 2017, the patient received treatment with restylane to nasolabial folds, pre jaws areas, temples and tear trough areas using a needle (unknown lot number, volume and injection technique). The reporting physician was not the treating physician. Five days later on (B)(6) 2017, the patient called the reporting physician and complained about a pimple(acne) at the injection site on the left nasolabial fold. The same day the patient also experienced moderate, rash(implant site pruritus) and inflammation(implant site inflammation) next to the nose on the left side. When the patient visited the reporting physician, she presented signs of vascular compromise(implant site ischaemia) at the left nasolabial fold. There was also a 3mm ulcer(implant site ulcer) in the mid part of the left nasolabial fold, livedo reticularis(livedo reticularis) over the left malar area and on the left dorsum of the nose, and vialeceous plaque(implant site discolouration) over the left nasal groove. The lesions were painless. There was a red area(implant site erythema) and necrotic area/superficial slough(implant site necrosis) at the nasolabial fold. On (B)(6) 2017, the patient received corrective treatment with 1100 units of hyaluronidase [hyaluronidase], which was injected along the facial artery in the nasolabial fold, the angular artery, the artery dorsum of the nose and in the malar area. The patient was also advised to put warm compresses and take an aspirin [acetylsalicylic acid] tablet once daily. The patient also received nitroglycerin patch [glyceryl trinitrate] for 10min, three times a day over the red/necrotic area which she used until (B)(6) 2017 (blood pressure was taken and possible side effect like headache were explained to the patient). The patient was followed-up with photos every 12 hours and the photos showed some improvement of the case. On (B)(6) 2017, the reporting physician saw the patient and clinically there was improvement. The ulcer had started to heal and the livedo reticularis was subsiding. It was reported that the patient was scheduled to travel abroad that day. Additionally, the patient received corrective treatments with augmentin [amoxicillin][clavulanic acid] twice daily for an unknown time. On (B)(6) 2017, the patient started using cicastim arnica soothing cream [arnica montana] and also received 750 units of hyaluronidase. The 1500u vial of hyaluronidase was reconstituted with 1ml of normal saline. The volume 0.05ml was withdrawn and saline was added to reach a volume of 0.5ml. The first set of injections was performed deep on bone at the level of the infraorbital artery and vein. The same was performed deep along nasolabial fold and lateral on the nose along the angular artery. Upon physical examination on (B)(6) 2017, the patient had a grayish crust(scab) on her face which was probably due to the nitro paste. There was no mottling or dusky discoloration, the superficial slough at the level of the superior nasolabial fold seemed better than in the pictures that were provided. There was only mild tenderness to touch(implant site pain) at the area. On 21-dec-2017, it was reported that the ongoing treatments for the adverse events were use of warm compresses, daily tablet of aspirin and application of cicastim arnica soothing cream. On 16-jan-2018, follow-up information was received. The patient was doing better. The patient met the reporting physician the week before the follow-up report was sent. The physician concluded that there were not any more risks from the initial injection. The patient had small vascular veins (injection site telangiectasia) possibly from the injection, which can be removed by laser treatment according to the physicians involved in this case. The reporting physician suggested to wait three months before she dissolve the fillers on the other side of the patient's face as she was currently asymmetrical. At the time of the report, all adverse events were recovered except from the small vascular veins which were not recovered. Tracking list: version 1. Fu received on 16-jan-2018: updated outcome and added event of small vascular veins. The latest photos of the patient were also received.

Manufacturer narrative:
Pharmacovigilance comment: the serious, expected events of ischaemia and necrosis at the implant site were considered possibly related to the treatment procedure. Serious criteria included the need for multiple medical interventions to prevent permanent damage. The non-serious, expected events of acne, pruritus, inflammation, ulcer, discolouration, erythema, pain and telangiectasia at the implant site, and the non-serious, unexpected events of livedo reticularis and scab were considered possibly related to the treatment. Potential contributory factors to the events include injection technique. This case meets the criteria of seriousness and causality for expedited reporting to the regulatory authorities. Manufacturer comment: lot number was not reported. Trending on lot number or batch record review could not be performed. CAPA comment: no corrective or preventive action will be initiated. The events of acne, pruritus, inflammation, ischaemia, ulcer, discolouration, erythema, necrosis, pain and telangiectasia at the implant site were expected. The events of livedo reticularis and scab were unexpected and possibly related to the treatment. It is stated in the warning section in the instructions for use for the restylane range of products that the product should not be injected intravascularly. As for other injectable medical devices inadvertent injection into blood vessels could potentially lead to vascular occlusion, ischemia and necrosis. Exemption: (B)(4). Exemption number e2015005.